Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 400 mg/dl when she was wake up and the reading was not accurate. Customer received a change sensor alert after a calibration not accepted. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.